Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel below the knee. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed without any problems and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's condition was good.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Updates: (d4) lot number updated from unknown to 0021251028. (D4) expiration date updated from unknown to 10/11/2020. (D4) unique identifier (UDI ) # updated from unknown to (B)(4). (H4) device manufacture date pdated from unknown to 10/12/2017.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel below the knee. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed without any problems and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's condition was good.